Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an anterior repair with synthetic mesh procedure performed on (B)(6) 2019. According to the complainant, after deployment of the device on the patient's right side during the procedure, the dart detached from the suture inside the patient. However, the dart was stuck inside the capio device and did not fall into the patient. The procedure was completed with the same capio slim device and a different mesh assembly from another uphold lite kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.